Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data present is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt developed a generalized rash with itching under the wafer and over the entire body associated with many different products. Pt switched to competitor wafer and rash began to resolve. No further info was provided and the pt outcome was not reported.